Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. Since the device was not returned, physical investigation of the platform could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation. Based on the information provided, the customer was instructed by zoll representative not to use the catheter for femoral vein placement. Additionally, solex 7 instruction for use (IFU) warns the operator to use jugular or subclavian vein approach only. The leg possibly could look mottled due to cold temperature created by a larger catheter in a patient of a small in body size. The color had quickly returned to the patient's leg once the line was removed. No additional intervention was needed after line was pulled.

Event description:
The customer reported that a patient was admitted to neurological intensive care unit (ncicu), requiring temperature management for fever control and being small in body size the customer asked zoll clinical education about using a solex-7 catheter for femoral placement. The patient had an upper body central line in place and the zoll icy catheter was too long for placement in this patient's femoral site. The zoll clinical education representative informed the customer that the solex-7 catheter was not approved by the FDA for femoral placement nor is it recommended by zoll. The customer explained that the patient was in "desperate need' and would discuss using the solex-7 catheter with the physician. Zoll clinical education followed up with the customer on 10/3/2016. The customer reported that they did place the solex-7 catheter femorally on (B)(6) 2016. The next day, (B)(6) 2016 the patient's leg looked mottled, so the line was removed. The color quickly returned to the patient's leg once the line was removed. No additional intervention was needed. There were no other patient sequelae reported.